Event description:
In 2003, male patient underwent aaa repair to a saccular infrarenal aortic aneurysm that measured 11.5 cm. The zenith flex main body graft and an iliac leg graft were placed. There was a persistent endoleak from the distal fixation site. Selective cannulation of the internal iliac artery was done and coils were placed within it. Another manufacturer's stent was placed as an extension. A completion angiogram was done which indicated adequate proximal and distal fixation in the left external iliac, however, a type I endoleak was noted from the right common iliac. The right internal iliac artery was selectively cannulated and arteriogram was done which indicated chronic occlusion of the distal branches. Therefore, another manufacturer's stent was placed within the prior limb and deployed. A completion angio was done which indicated adequate proximal and distal fixation at the infrarenal neck and distally in both external iliac arteries. There was no endoleak. Flow was preserved to both renal arteries and both external iliac arteries. The patient did well post-operatively. In 2005, this patient underwent an additional procedure due to migration of the flex main body graft from the proximal fixation site. No endoleak was noted. A zenith main body graft was deployed below the lower most renal artery. The device was ballooned and then two grafts of another manufacturer were advanced, positioned, and deployed. An arteriogram was done, which indicated adequate proximal and distal fixation without any evidence of endoleak. The patient tolerated the procedure well. Refer also to 1820334-2008-00056.

Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.